Event description:
Edwards lifesciences was informed through the implant patient registry (ipr) that 40.5 months after implantation a 26mm sapien valve was explanted and replaced with a surgical valve. Additional information was not provided.

Manufacturer narrative:
In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the valve explant procedure. The reason for explanting the sapien valve 40.5 months after implantation is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The valve is not available for evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.